Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase of capture threshold and decrease in sensing was observed on ventricular lead.